Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for three hours and upon removal the tampon broke apart leaving a piece inside her vaginal cavity. She contacted urgent care and made an appointment to have the piece of pledget removed. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome, however, no further information has been received.